Event description:
During follow-up, t-wave oversensing was observed. No intervention has been performed at this time. The patient was in stable condition. Further information was requested but is not yet available.

Event description:
Additional information was received indicating oversensing noted on device was post-paced t-wave oversensing (pptwos). Abbott technical support was contacted and reprogramming of the device was recommended to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.